Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-00552 for the other associated device information. It was reported to boston scientific corporation that two captivator medium hexagonal snares were used in the bowel during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut. They attempted to remove the device from the polyp, however, it got embedded in the patient's tissue. When the handle was retracted, the wire inside the catheter kinked and twisted. Several attempts were done to remove the snare but they were unsuccessful. The snare was cut near the handle and a second of the same device was used to cut the polyp piece by piece to try and free the first one; however a portion of the polyp was still not able to be cut. The procedure was completed and the snare was successfully removed from the patient using a different device. There were no patient complications reported as a result of this event. The patient was reported to be stable post procedure.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies. Functional analysis showed that the device extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 9.7 ohms, within manufacturing specifications. Evaluation of the returned device found no evidence of either the alleged issue, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-00552 for the other associated device information. It was reported to boston scientific corporation that two captivator medium hexagonal snares were used in the bowel during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut. They attempted to remove the device from the polyp, however, it got embedded in the patient's tissue. When the handle was retracted, the wire inside the catheter kinked and twisted. Several attempts were done to remove the snare but they were unsuccessful. The snare was cut near the handle and a second of the same device was used to cut the polyp piece by piece to try and free the first one; however a portion of the polyp was still not able to be cut. The procedure was completed and the snare was successfully removed from the patient using a different device. There were no patient complications reported as a result of this event. The patient was reported to be stable post procedure.